Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 3.0 mm x 20 mm x 143 cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.